Manufacturer narrative:
H10 check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. H6 remove 67, add 61.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer mistakenly set the incorrect basal rate at 05 units /hour when it's supposed to be 2 units per hour. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer successfully adjusted settings.